Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10980. It was reported that, during a drg implant procedure on (B)(6) 2019, while the physician was attempting to push the lead to the desired location the lead had a sheath kink. In turn, while trying to remedy this, both sheaths and leads were kinked and sheared by the needle. As a result, the procedure was abandoned.